Manufacturer narrative:
Insulin pump received with high active current measurement ( benchmark elec.), problem isolated to pcb 1. Pump passed displacement test, sleep current measurement and self test.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer¿s blood glucose level was 174 mg/dl at the time of incident. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap not loose, cracked or damaged. This is the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.